Manufacturer narrative:
(B)(4). Date of event: unknown. The exact date was not provided. It was stated that the report was collected over the month of april 2015. Date of implant: unknown. The exact date was not provided. It was stated that the report was collected over the month of april 2015. If explanted, give date: not applicable; lens remains implanted at time of report. (B)(4): placeholder.

Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. No patient injury was reported. No further information was provided.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. There were no process and / or material changes within the production order. No discrepancies or defects found during the manufacturing record review that are related to the possible causes identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.